Manufacturer narrative:
The company rep examined the system and no problems were found. The event log was checked and no system messages were found. The company rep reviewed the event with the nurse and the nurse stated the probe was switched out and that resolved the problem reported. The system was then tested and met all product specifications. The root cause is unk at this time. (B)(4). This report was mailed to FDA on: 03/18/2011. (B)(4).

Event description:
A company rep reported on behalf of a surgeon that both cold light modules didn't work in any of the four ports. The system was rebooted and the probe was exchanged, without success. Later after rebooting and exchanging the pak, the light modules did work and the surgery was completed after a one hr delay. Additional info received indicated that the light module worked after inserting it again, and the machine has worked without problems since the event occurred. On a later date, further info received indicated that the pt's outcome looks good, that the pt tolerated the surgery very well. There were no special measures taken, and the pt tolerated the prolonged anesthesia.